Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call about multiple pump error alarm on insulin pump. The customer¿s blood glucose level was 151 mg/dl. The customer stated about the failed battery. The insulin pump will not be returned for analysis.